Manufacturer narrative:
(B)(6).

Event description:
It was reported that catheter break occurred. An opticross imaging catheter was selected for use to view the target lesion. During a procedure with the ivus, it was prepped wrong however it broke during preparation. The procedure was completed with another of same device. No patient complications were reported.